Event description:
It was reported that the patient presented in clinic for follow up. Multiple episodes of t-wave oversensing were observed. The device was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.